Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having a "tear and needs to have them replaced." Device remains implanted. This represents an unknown side. The manufacturer of the device is unknown.